Event description:
The unit was returned because, the switch would not turn on.

Manufacturer narrative:
The unit was returned to us because the switch could not turn on. Upon investigation, it was discovered that the power cord has been pulled away from the circuit board in a way that could have exposed the user to bare wire. Our switch supplier has enacted several capas since this unit was manufactured. All of the capas were directed at making the circuit board more robust including a new layout to reduce shorting opportunities.